Event description:
Medtronic received a report where it was alleged that the tube broke off at flange while inside the patient. Medtronic is requesting additional information regarding the circumstances of the reported event.